Event description:
The account alleged the cardio pulmonary resuscitation is not functioning. No injury reported.

Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation valve to resolve the issue.